Event description:
Asp medical instant warm pack exploded when trying to activate. This is the second occurrence in our facility. Both heat packs that exploded were from the same lot #. The remaining units have been pulled and will not be used.